Event description:
Approximately one year and eight months after implantation, the patient called the vad coordinator to report critical battery alarms. The pump was said to be running, vad parameters could be seen when the alarm cleared and the patient was asymptomatic. The patient reported that the controller would not recognize or display information for the batteries and would at times display that ac power was connected and also a pmc message followed by numbers. The vad coordinator could hear the audible "high level" alarms in the background. The vad coordinator contacted the clinical specialist who recommended a controller exchange. The patient successfully performed the exchange without injury. The clinicians reported that they were not able to power up the controller to provide log files prior to return of device.

Manufacturer narrative:
The hvad is used for treatment not diagnosis it was reported that the patient paged the vad coordinator regarding the controller which did not recognize the power sources and would trigger "critical battery" alarm after switching his batteries to fully charged batteries. A high priority alarm was heard, however, vad parameters continued to be displayed and pump was running. The controller was exchanged and the patient was asymptomatic. Batteries associated with the event (bat106086) were also returned to the manufacturer. A new backup controller (con095349), ac adapter (cac093659), and battery (bat106086) were provided to patient. There was no reported injury as a result of this event. The reported controller and battery were returned to the manufacturer for testing. Upon evaluation, controller (con090316) fails functional testing, as a results of a communication error. The battery, (bat106414), fails visual and functional testing as a result of physical damage to the battery cable rendering nonfunctional. The most probable root cause for the reported "alarms/faults" may be attributed to a communication error due to a faulty i2c component within the controller. Additionally, root cause for the reported "critical battery alarms" was found to be a damaged battery cable. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Battery - bat106414/ 1650- expiration date: 07/31/2015 - device manufacture date: 03/01/2014. Battery (bat106414) (B)(4). Method code(s): (B)(4). Result code(s): (B)(4).

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.